Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation of the fallopian tube/perforation (uterus),"), device dislocation ("migration of essure device,"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") and caesarean section ("c-section") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (live births on (B)(6) 2014, (B)(6) 2006, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), polymenorrhoea ("get her monthly 2 times a month since 2012") and headache ("migraines / headaches"). In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), cystitis ("bladder infection"), urinary tract infection ("urinary infection") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 7 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), abdominal pain ("left side abdomen pain"), back pain ("back pain") and hypersensitivity ("hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2014, removed only one, still have left side essure in). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, caesarean section, menstrual disorder, infection, abdominal pain, back pain, dyspareunia, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, polymenorrhoea and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) -2014. The reporter considered abdominal pain, back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device successfully occluded. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. On (B)(6) 2012 hsg test performed were live birth without complication. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation of the fallopian tube/perforation (uterus),"), device dislocation ("migration of essure device,"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") and complication of pregnancy ("pregnancy (with complications)") in a 30-year-old female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (live births on (B)(6)2014, (B)(6)2006, (B)(6)2007, (B)(6)2012)). Concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("get her monthly 2 times a month since 2012"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. In september 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), rash ("rashes or skin condition") and nausea ("nausea"). On (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In august 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy (seriousness criterion medically significant). In september 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), abdominal pain ("left side abdomen pain"), back pain ("back pain") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with surgery (c-section surgery for delivery, c-section surgery for delivery and on (B)(6)2014, removed only one, still have left side essure in). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, infection, abdominal pain, back pain, dyspareunia, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, polymenorrhoea, headache, depression, anxiety, rash and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2014. The reporter considered abdominal pain, anxiety, back pain, complication of pregnancy, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: essure device successfully occluded.. On (B)(6)2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. On 9-2012 hsg test performed were live birth without complication concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Concomitant medication added. Events pregnancy (with complications), psychological or psychiatric problem (depression), mental anguish, rashes or skin condition, nausea were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation of the fallopian tube"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") and caesarean section ("c-section") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone (depo provera). In 2012, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("get her monthly 2 times a month since 2012"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 7 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, back pain and dyspareunia. In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), hypersensitivity ("hypersensitivity reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2014, removed only one, still have left side essure in) and surgery (c-section). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, menstrual disorder, infection, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia and polymenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered caesarean section, cystitis, dysmenorrhoea, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, polymenorrhoea, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device successfully occluded. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: demographic data added; events start date added. Pregnancy details were reported. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation of the fallopian tube/perforation (uterus),"), device dislocation ("migration of essure device,"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") and caesarean section ("c-section") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (live births on (B)(6) 2014, (B)(6) 2006, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), polymenorrhoea ("get her monthly 2 times a month since 2012") and headache ("migraines / headaches"). In september 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), cystitis ("bladder infection"), urinary tract infection ("urinary infection") and vaginal infection ("vaginal infection"). On (B)(6) 2013, 7 months 5 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), abdominal pain ("left side abdomen pain"), back pain ("back pain") and hypersensitivity ("hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2014, removed only one, still have left side essure in) and surgery (c-section). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, caesarean section, menstrual disorder, infection, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, polymenorrhoea and headache outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device successfully occluded. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. On 9-2012 hsg test performed were live birth without complication concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, patient demographic information, relevant history essure stop date, lab data and new event migraines / headaches, migration of essure device were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/ perforation of the fallopian tube"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (no complications)") and caesarean section ("c-section") in a (B)(6) female patient (gravida 1, para 1) who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient experienced polymenorrhoea ("get her monthly 2 times a month since 2012"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, back pain and dyspareunia, pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), hypersensitivity ("hypersensitivity reaction"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6)2014, removed only one, still have left side essure in) and surgery (c-section). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, menstrual disorder, infection, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia and polymenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2014. The reporter considered caesarean section, cystitis, dysmenorrhoea, fallopian tube perforation, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, polymenorrhoea, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device successfully occluded. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube within the right abdomen, adjacent to the ascending colon, right essure came out. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, get her monthly 2 times a month since 2012, left side abdomen and back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and c-section. Lot number was provided. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the device/ perforation of the fallopian tube/perforation (uterus),'), device dislocation ('migration of essure device,'), pregnancy with contraceptive device ('post-implant pregnancy/ pregnancy (no complications)') and complication of pregnancy ('pregnancy (with complications)') in a 30-year-old female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (live births on (B)(6) 2014, (B)(6) 2006, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("get her monthly 2 times a month since 2012"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), rash ("rashes or skin condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), abdominal pain ("left side abdomen pain"), back pain ("back pain") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with surgery (c-section surgery for delivery and on (B)(6) 2014, removed only one, still have left side essure in). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, infection, dyspareunia, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, polymenorrhoea, headache, depression, anxiety, rash and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, complication of pregnancy, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Received treatment for pain, abnormal bleeding, device migration and device perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device successfully occluded.. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. On (B)(6) 2012 hsg test performed were live birth without complication. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events abdominal pain, urinary tract infection, pelvic pain, back pain, vaginal hemorrhage, menorrhagia and vaginal infection was updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the device/ perforation of the fallopian tube/perforation (uterus),'), device dislocation ('migration of essure device,'), pregnancy with contraceptive device ('post-implant pregnancy/ pregnancy (no complications)') and complication of pregnancy ('pregnancy (with complications)') in a 30-year-old female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (live births on (B)(6) 2014, (B)(6) 2006, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included flank pain, nausea, appetite lost, lightheadedness and constipation. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("get her monthly 2 times a month since 2012"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), rash ("rashes or skin condition") and nausea ("nausea"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced complication of pregnancy (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), infection ("infections"), abdominal pain ("left side abdomen pain"), back pain ("back pain") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with surgery (c-section surgery for delivery and on (B)(6) 2014, removed only one, still have left side essure in). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, complication of pregnancy, menstrual disorder, infection, dyspareunia, hypersensitivity, migraine, dysmenorrhoea, weight increased, cystitis, polymenorrhoea, headache, depression, anxiety, rash and nausea outcome was unknown and the pelvic pain, abdominal pain, back pain, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, complication of pregnancy, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from essure device. Plaintiff had removed only one still have left side essure in. The number of expanded coils in left side that appeared trailing into the uterine cavity was 3-4. And on opposite side expanded coil that trailing are 4. Received treatment for pain, abnormal bleeding, device migration and device perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device successfully occluded.. On (B)(6) 2013, hysterosalpingogram total bilateral occlusion, migration of essure device, other ¿ malpositioned right essure tube withing the right abdomen, adjacent to the ascending colon, right essure came out. She also had llq pain, x-ray done showing bowels. On (B)(6) 2012 hsg test performed were live birth without complication concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming events vaginal bleeding, abdominal pain, fatigue. Lot number: 958707. Manufacturing date: (B)(6) 2012. Expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.